Manufacturer narrative:
Citation: continuous beta-blocker therapy delays structural deterioration after bioprosthetic mitral valve replacement. Thorac cardi ovasc surg. 2019 oct;67(7):554-556. Doi: 10.1055/s-0039-169265.   Earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of beta blockers to delay structural deterioration after the implant of a bioprosthetic mitral valve. All data were collected from a single center between 2000 and 2005. The study population included 138 patients (gender was not provided, mean age 68 years), all of which were implanted with medtronic hancock ii bioprosthetic mitral valve (no serial numbers provided). Among all patients, adverse events included: leaflet tear and structural valve deterioration (svd). Svd was defined as stenosis and/or greater than moderate regurgitation, leaflet thickening, calcification, restriction and prolapse. Sixteen mitral valve replacement were performed due to svd. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.